Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a quality control sample when tested on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Vitros tropi es precision testing was performed, however, only 16 replicates were obtained instead of the required 20. Although the precision test cannot be used to verify instrument performance, the vitros 5600 system did not likely contribute to the event in addition, based on historical quality control results, with the exception of the single affected data point, there is no indication of a performance issue with vitros tropi es lot 2740. Improper quality control fluid handling protocol cannot be ruled out as contributing to the event.

Event description:
The customer obtained a non-reproducible, higher than expected result from a non-vitros quality control sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Ingen l1 lot 1511585 result of 0.064 ng/ml vs. The expected result of 0.0269 ng/ml. The higher than expected, non-reproducible vitros tropi es result was obtained from a non-patient quality control sample. However, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There were no reported allegations patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).